Event description:
A malfunction was reported involving error code 16-0x20e6, necessitating a pump replacement. There was no reported impact on the customer¿s blood glucose level, as the specific value was unknown. The customer was informed that the pump needed replacing, and a replacement pump was provided, with instructions on return procedures for the faulty device. The customer declined to share details on backup therapy used.